Manufacturer narrative:
(B)(4). The service engineer replaced the oxygen sensor, which resolved the condition. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's oxygen (o2) sensor was damaged. The ventilator was not on a patient at the time of the event.